Event description:
It was reported, the power seal had an incomplete seal cycle error during gastrectomy. Upon inspection prior to procedure, there were no abnormalities noted. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E3: non-health care professional; e2-no. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the power seal had an incomplete seal cycle error during gastrectomy. Upon inspection prior to procedure, there were no abnormalities noted. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional/corrected information provided. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.